Event description:
It was reported that during a mildly tortuous, heavily calcified, distal left anterior descending artery stenting procedure, pre-dilatation was done with a non-abbott balloon and a xience prime stent delivery system was advanced meeting resistance with the lesion. Reportedly, during the advancement, the stent dislodged from the stent delivery system. The xience prime stent delivery system was removed and discarded. The dislodged xience prime stent was successfully removed from the patients' anatomy with a snare technique. Another xience prime was used to successfully complete the procedure. There was no adverse patient effect and no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device is being retained by the hospital. A follow-up report will be submitted with all relevant information.